Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Sharaf, o., jeng, e., parker, a., al-ani, m., shah, a., vilaro, j., aranda, j., & ahmed, m. M. (2025). Two pumps (not) beating as one: a single center experience with biventricular assist device support. Journal of cardiac failure, 31(1), 287¿288. Https://doi.org/10.1016/j.cardfail.2024.10.271 university of florida, gainesville, fl; university of florida; university of florida, charlottesville, va; university of florida, garden city, ny manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The device serial number was not provided and was unable to be determined through this evaluation. It was reported that the heartmate 3 left ventricular assist system (lvas) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including localized infection. Section 6 ¿patient care and management¿ also includes information regarding how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿two pumps (not) beating as one: a single center experience with biventricular assist device support¿ that heartmate 3 (hm3) may be associated with right ventricular failure (rvf), pneumonia, and heart transplant. This single-center retrospective study evaluated 8 patients who were identified as highest risk for post left ventricular assist device (lvad) implantation rvf and were therefore implanted with hm3 biventricular assist devices (bivads) between april 2019 and february 2023. All right sided devices were right atrial cannulation. Mean implant length of stay was 31.9 +/- 21.1 days. The complication event rate per patient-year was 0.89 over 11.3 patient-years. The median number of post-implant hospitalizations for the cohort, excluding hospitalization for transplantation, was 1.0 hospitalizations. Among these patients, median bivad support duration was 364 days, and median follow-up time after heart transplantation was 515 days. Overall median bivad support duration across the entire cohort was 386 days. At 3-, 6-, and 12-months post-implantation, ten of ten (100%), nine of nine (100%), and eight of eight (100%) patients with follow-up were alive, respectively. Median follow-up time from bivad implantation was 636 days. Of note, 2 patients with a heartware ventricular assist device were also included in the analysis results. One patient included in the study was 26 years old at time of implant, male, body mass index (bmi) 38.4 kg/m^2, intermacs profile ii, and bridge to transplant. They were bivad supported for 476 days, on warfarin and acetylsalicylic acid 325 mg, and their follow-up time was 29.4 months. The patient¿s complications (day of support) included pneumonia. The patient underwent a heart transplant.